Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A procedure was performed on a (B)(6) male patient. Under x-ray it was noted the tip was separated from the catheter. Additional information requested, however it was not provided at the time of this report.

Manufacturer narrative:
Additional investigation evaluation indicated the following: it was further determined his product is in scope of the recall fro beacon tip technology. Due to product not being returned, the investigator was unable to confirm material degradation failure mode. The IFU also states:avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." Initial evaluation: event evaluation: the device was not returned; however, a review of complaint history, quality control and instructions for use (IFU) was conducted during the investigation. Quality control verifies the surface of the catheter is free of damage and excess bumps or roughness. There is no evidence to suggest that the product was not manufactured to specifications. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." An action has been previously taken in an effort to investigate and resolve this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A procedure was performed on a (B)(6) male patient. Under x-ray it was noted the tip was separated from the catheter. Additional information requested, however it was not provided at the time of this report.

Manufacturer narrative:
Pt information not provided by the reporter. Event date: requested but not provided. \ lot # requested but not provided. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Mfg dater: requested but not provided. Event evaluation: the device was not returned; however, a review of complaint history, quality control and instructions for use (IFU) was conducted during the investigation. Quality control verifies the surface of the catheter is free of damage and excess bumps or roughness. There is no evidence to suggest that the product was not manufactured to specifications. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." An action has been previously taken in an effort to investigate and resolve this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Pt information not provided by the reporter. Event date: requested but not provided. Lot # requested but not provided. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. (B)(4). Mfg date: requested but not provided. Event evaluation: the device was not returned; however, a review of complaint history, quality control and instructions for use (IFU) was conducted during the investigation. Quality control verifies the surface of the catheter is free of damage and excess bumps or roughness. There is no evidence to suggest that the product was not manufactured to specifications. This product is shipped with an IFU which states under precautions: "due to thinwall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." An action has been previously taken in an effort to investigate and resolve this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
A procedure was performed on a (B)(6) year old male patient. Under x-ray it was noted the tip was separated from the catheter. Additional information requested, however it was not provided at the time of this report.